Event description:
It was reported to philips that an error "radiology system off" was prompted, and restarting did not resolve the issue. The device was in clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the x-ray pc and the operating system disk, which resolved the issue. The device was returned to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use at the time of the event. Analysis of the log file confirms that the connection to the x-ray-pc was lost. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting fse found that the x-ray pc and the operating system (os) disk were defective. Fse replaced the x-ray pc and os disk, and the x-ray pc was returned for analysis. Part analysis confirmed that the hard disk drive (hdd) bay of the x-ray pc was defective and that the write speed of the hdd was low. After replacement of x-ray pc and os disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.